Manufacturer narrative:
Zimvie complaint number (B)(4) g4: premarket identification PMA/510(k) #: k101880.

Event description:
It was reported the implant at tooth site 46 fractured. Implant was removed. Patient suffered pain. Bone type: I